Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported leaking from three cartridges during the fill tubing process and requested replacements. On (B)(6) 2025, the user called back with another cartridge leak. Review revealed the user had been connecting the cartridge outside of the ilet. The agent instructed the correct procedure of inserting the cartridge into the pump before attaching the connector. Blood glucose (bg) was corrected with a supply change. The highest blood glucose (bg) recorded was 302 mg/dl. The user's reported symptom during the event was fatigue. No outside assistance or medical intervention was required.